Event description:
It was reported that the patient experienced unspecified issues with his sling. A surgical procedure was performed and a new artificial urinary sphincter (aus) was implanted. No information about the patient's outcome was provided. Additional information received. The patient underwent the aus procedure due to he had recurring incontinence. Sling was not explanted. Patient had a good outcome with no further complications.